Manufacturer narrative:
Additional information: breakdown of 14 events is as follows: haptic damaged 10. Haptic damaged, loading issues 2. Haptic detached 2. Serial number of the suspect products: (B)(4). 9 investigations were completed and 5 investigations are pending from this period. Breakdown of 9 completed investigations: (B)(4) lens cut, haptic damaged. (B)(4) haptic detached. (B)(4) haptic detached. (B)(4) lens cut, haptic damaged. (B)(4) no product returned. (B)(4) no product returned. (B)(4) no product returned. (B)(4) no product returned. (B)(4) no product returned. The investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 14 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Additional information: there are 5 investigations completed during this period. Breakdown of 5 investigations with respective serial numbers are as follows: (B)(4). No product returned. (B)(4). Haptic damaged. (B)(4). Haptic damaged. (B)(4). Lens cut, haptic damaged. (B)(4). Haptic damaged. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).